Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was completed prior to programmed time and there was a possible over infusion or otherwise the device was underfilled. Per reporter, the device alarmed air in line. Rate: 2.2 ml/hour, total volume 103 ml, given 96.9 ml, length of infusion 46 hours, ended in 44 hours 54 minutes. The patient stated that they felt tired and could not sleep. This event occurred at the hospital.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.